Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load fill tubing sequence no insulin drips were observed to be dripping out of the infusion set tubing and cartridge tubing. This issue occurred with two cartridges. A third cartridge was successfully loaded to address the issue. Customer's blood glucose level was 255 mg/dl.